Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, an the device alarmed unexpectedly for vent flow idle. According to the hospital's report, the patient was seated in a recliner, and an oxygen extension tube was found to be ruptured. During the tubing replacement, the noxbox emitted a high-pitched sound, and the monitored no concentration increased to approximately 99 ppm. After the tubing was replaced, the monitored no concentration decreased to approximately 4 ppm and did not stabilize. The hospital staff responded by exchanging the affected device with a backup unit. A transient drop in the patient's oxygen saturation was observed during the event, though the clinical staff noted a poor signal waveform at the time. No lasting adverse effects were reported. Ventilator mode and settings: 4l/min nasal cannula.